Manufacturer narrative:
On 8/15/2019, a manufacturing record evaluation (mre) was performed for the finished device number 6785358, and no non-conformance's related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/31/2019, during evaluation of the sample a tear was observed in the anterior view, measuring approximately 3.5 cm. Microscopic examination of the edges of the rupture revealed parallel striations. No other anomalies were noted. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/22/2019, it was reported to mentor that only left implant was deflated. The diagnosis only reflected the left as being deflated and not the right one, therefore, deflation code has been removed form right device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 9/12/2019, it was reported to mentor that the patient experienced bilateral asymmetric macromastia. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 9/21/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with mentor smooth round moderate profile 575cc breast implants and experienced bilateral deflation . As a result, the patient will undergo removal on (B)(6) 2019. This medwatch is for the left breast implant.